Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient implanted with an implantable neurostimulator (ins) for degenerative disc disease. It was reported that pain stim ¿fell of¿ and the patient no longer has it in her body. This occurred not long after the implant date. No further complications were reported or anticipated.